Event description:
The manufacturer became aware of an allegation related to a ds2adv auto CPAP device. The manufacturer received information alleging new or worsening asthma, and cancer. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section h6 - device problem code has been updated.